Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a device check, this left ventricular (lv) lead was found to have been exhibiting high out of range pace impedances and high pacing thresholds. The values were greater than 2500 ohms, so the device was reprogrammed. The lead remains in service. No adverse patient effects were reported.